Event description:
It was reported that when using the bd pyxis¿ es server, devices were not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter phone upon investigation of the actual device in this incident, it was determined that devices were not communicating. A technical support specialist (tss) checked the server and bomgar on the devices. Tss run the trace route to identify any common device that might have been blocking network communication. The customer had informed the information technology (it) team, and the it team had fixed the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, devices were not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.